Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer did not observe drops of insulin during the fill tubing sequence. No impact to the customer's blood glucose. Reportedly, the customer changed all supplies and resumed insulin delivery.